Event description:
It was reported that the surgeon had inserted the driver into a small cross bar to unscrew and loosen it in order to fit it into the patient when the driver would not let go of the cross bar. It would spin in either direction but could not be removed from the hole. The cross bar driver became stuck to the contoured cross bar. There was no spare implant/instrument in the case. The surgeon decided it was acceptable to not use a cross bar in this particular case; it was optional. Surgery time was not extended - more than 10 minutes due to the alleged incident. No additional anesthesia was administered due to the alleged incident. The incident was probably over in under two minutes.

Manufacturer narrative:
The following product was also involved in this surgery: product ID (B)(4) (contoured crossbar small 5.5 rod). To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.